Manufacturer narrative:
Additional information is provided in section h.11. The company representative was able to replicate the reported issue. The power tray and pneumatic pump were both replaced to address the reported issue. The pneumatics pump was returned for testing on this investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. All relevant complaints found were reviewed as part of this investigation. These complaints occurred on the same day and were reported as separate files for the different issues that were reported. The pneumatics pump was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The module was installed onto a system and power-on self-test was performed successfully 3 times. The reported event could not be replicated or confirmed. Sample evaluation of the pump could not confirm nor replicate the reported event. The event is attributed to the power tray. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative was able to replicate the reported issue. To address the issue the non-conforming compressor and power tray were both replaced. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number: was performed. All relevant complaints found were reviewed as part of this investigation. The root cause of the reported air pump issue is attributed to the nonconforming compressor and power tray. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information is provided in section b.5 and h.6. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicated that the surgery was completed by manual air administration and three-way stopcock.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during a pars plana vitrectomy (ppv) procedure, the eye was filled with air when a system message appeared stating that the air pump was no longer available. Replacing the air tubing did not resolve the issue. The eye was saved from collapsing using a 60-milliliter syringe filled with air. There was no harm to the patient. This report pertaining to one of the three reports from the same facility.